Manufacturer narrative:
A sample was not received for evaluation. However a review of the raw material inspection results and device history record was completed for this pediatric convenience kit, and no issues were noted. (B)(4).

Event description:
The user facility reported: at outlet of roller head the connector leaked on 3/8 side when on pump, there was less than 5cc's blood loss. The customer further reported, "after 5 minutes on pump leak was noticed. Tie band placed around tubing and leak stopped. Perfusionist said leak was seeping out between connector and tubing and it didn't appear to be bonded. " the user facility reported the surgery was completed successfully.